Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the limited amounts of information it was not possible to determine the root cause of the reported event. Internal actions was launched to mitigate this type of event. It changed oil application on the silicone disks and its effective change was 21apr2015. Based on the provided information it was possible to determine that the device was manufactured prior to the additional qc inspections. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2017: a (B)(6) female patient underwent tevar to treat taa. It was noticed that saline leakage from hemostatic valve of zteg-2p-28-140-pf (e3234527) while preparation. The physician manipulated the valve position from open to close, but leakage did not stop. Since there was no same size of replacement device available, zteg-2p-28-140-pf (e3234527) was used for the procedure and main body was placed. While stentgraft placement, it was seen heavy blood leakage from the valve ((B)(4)), so the sales rep suggested to switch the device to dry-seal sheath (gore, 20fr) and the physician accepted it; but while preparation of this device, dry-seal sheath got contaminated. Therefore, ballooning was performed with the complaint device. After ballooning, it was observed distal type I endoleak at angiography ((B)(4)). Therefore, the complaint device was removed from the patient's body and another device (esbe-28-80-t-pf/e3347555) was placed to solve the endoleak and complete the procedure. The sales rep asked the physician to remove the peel-away sheath with care when he remove it. When the physician turned the valve at "close position", it was not locked at position properly and valve moved back the side to "open position" little. On (B)(6) 2014: the patient's anatomical form were suitable for the procedure. After placement of esbe-28-80-t-pf, distal type I endoleak was solved. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2017: a (B)(6) female patient underwent tevar to treat taa. It was noticed that saline leakage from hemostatic valve of zteg-2p-28-140-pf (e3234527) while preparation. The physician manipulated the valve position from open to close, but leakage did not stop. Since there was no same size of replacement device available, zteg-2p-28-140-pf (e3234527) was used for the procedure and main body was placed. While stentgraft placement, it was seen heavy blood leakage from the valve ((B)(4)), so the sales rep suggested to switch the device to dry-seal sheath (gore, 20fr) and the physician accepted it; but while preparation of this device, dry-seal sheath got contaminated. Therefore, ballooning was performed with the complaint device. After ballooning, it was observed distal type I endoleak at angiography ((B)(4)). Therefore, the complaint device was removed from the patient's body and another device (esbe-28-80-t-pf/e3347555) was placed to solve the endoleak and complete the procedure. The sales rep asked the physician to remove the peel-away sheath with care when he remove it. When the physician turned the valve at "close position", it was not locked at position properly and valve moved back the side to "open position" little. On (B)(6) 2014: the patient's anatomical form were suitable for the procedure. After placement of esbe-28-80-t-pf, distal type I endoleak was solved. Patient outcome: unknown as information was not provided.